Event description:
It was reported that during a liver cyst procedure, the tip of the device fell into the pt. It was retrieved. There was no pt consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.